Event description:
It was reported an occlusion alarm occurred. The blood glucose level was displayed as ¿high¿ a specific value was unknown. Elevated blood glucose was addressed with a correction bolus via pump. The customer changed their infusion set and cartridge before resuming insulin use.